Manufacturer narrative:
(B)(4). Please disregard the initial medwatch for this record. This record has been determined to be a non-reportable complaint per the parkes error grid process.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.